Manufacturer narrative:
This device is used for treatment not diagnosis. Due to an unknown cause, the slotted portion of the retractor blade is bent. The part exhibited scuff marks and scratches. The lot previously met the manufacturing and inspection specifications. The complaint condition is not related to the manufacturing process.

Manufacturer narrative:
A product development evaluation was conducted. The blade shows plastic deformation at the synframe connection. Surface damage exists around the semicircle of the connection. The remaining surfaces are in excellent condition. This part is a wide synframe retractor blade used with the synframe access and retractor system. The retractor attaches to the guide rod. The product design drawing was reviewed. This drawing includes the appropriate dimensions, material, and finishing processes for a robust radiolucent retractor blade. The guide rod provides adequate clearance to accept the retractor. Since inserting the blades into an undamaged guide rod holder would not bend the blades, a conclusion cannot be determined.

Event description:
During an l5-s1 alif procedure, the synframe ring piece of the synframe half ring that screws and holds the nuts together fell off as well as the nuts. The two nuts that fell out of the synframe ring piece the synframe half ring were retrieved and did not fall into patient. The surgeon was able to lock the ring down securely. One of the cold weld pieces on the synframe lengthener also came apart during the procedure. While inserting the proaccess radiolucent blades into the holder, the blades bent. The procedure was not prolonged due to this incident. The surgeon was able to use back up devices to complete the procedure successfully. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.